Event description:
It was reported that the patient passed away. The patient's cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no additional information will be provided by the customer. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.